Event description:
A physician reported that error code (loose tip) was displayed during calibration. The surgery type, procedure completion details were unknown. There was no patient contact with the defective product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)